Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed, resulting in pacing inhibition. Additionally, the pacing impedance measurements were trending downward, with some values low, out-of-range at less than 200 ohms. At this time, rv lead sensitivity was adjusted to 1.5mv to avoid sensing the noise and reduce the risk of inappropriate shock therapy. The patient had a brief moment where their heart rate increased to 150 bpm and the physician questioned if the device caused that. Technical services reviewed the programming and found no settings that would have increased the pacing rate to 150 bpm. The patient was in atrial fibrillation (af) at the time. The physician is planning a lead replacement procedure after the patient recovers from a covid infection, but no date has been scheduled. No adverse patient effects were reported. The lead remains implanted and in service.